Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after one month of support on the lvad, the pt was experiencing elevated lactate dehydrogenase (ldh) and increased plasma free hemoglobin (pfhgb). A ramp study performed by the hospital reportedly showed no decrease in left ventricle (lv) size when the motor speed was increased. The hospital subsequently made a decision to exchange the pt's pump with another lvad due to a concern for thrombus.

Manufacturer narrative:
The pump was successfully exchanged and the pt remains ongoing on lvad support. No further issues have been reported. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. The user facility report # (B)(4) was received from (B)(6). No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.